Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the surgeon was trying to position the fastfix at the right angle on the meniscus. When the surgeon retrieved the device in order to start again and use the slotted cannula, it was noticed that the cannula was bent. He straightened the device and try again, but the device was already damaged. No backup device was available, so the surgeon debrided the knee. There was no delay nor patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72202467 fast-fix 360 straight needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, conclusions, investigation and evaluation were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting triggering deployment ring during removal from packaging. Use inconsistent with instructions for use recommendations. Inadvertent twisting or bending of the delivery needle. Incomplete needle penetration through meniscus. Difficulty with reaching the desired tissue location. Entanglement with other instruments or devices. Inadequate tissue conditions. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ product met specifications upon release to distribution.

Event description:
It was reported that during surgery, the surgeon was trying to position the fastfix at the right angle on the meniscus. When the surgeon retrieved the device in order to start again and use the slotted cannula, it was noticed that the fast-fix was bent. He straightened the device and try again, but the device was already damaged. No backup device was available, so the surgeon debrided the knee. There was no delay nor patient injury reported.